Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a endoscopic sinus surgery (ess). It was reported that intra-operatively, the system shut down suddenly. The issue was improved by restarting and the product was used continuously. There was no reported impact to patient outcome. There was no reported impact to patient outcome.